Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: "low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. At 11:43 am, user delivered a 1.75 units bolus for 32 grams of carbohydrates and a bg of 198 mg/dl. At 9:37 pm, user delivered a 3.47 units bolus for 30 grams of carbohydrates and a bg of 377 mg/dl. There were no obvious bolus requests that would cause bg levels to drop. There were no erratic basal rate adjustments. Cartridge change sequence was initiated and user delivered 31.3 units of insulin via the ¿fill tubing¿ step at 4:21 pm. User primed an additional 10.9 units through the tubing at 4:51 pm, then an additional 12 units at 5:11 pm for a total of 54 units of insulin being primed through the infusion set tubing. Complaint could not be confirmed. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level as well as an elevated bg level. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, the customer did not respond.